Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. - at this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported that the avea ventilator alarmed ext high peak, occlusion and safety valve open message. At this time, it is unknown if there was patient involvement associated with this event.